Manufacturer narrative:
The reason for the patient taking antibiotics is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator (ens) for trial stimulation reported experiencing diarrhea since the start of the trial. The patient thought that the diarrhea was due to antibiotics and the patient was advised to follow-up with their healthcare provider. No device malfunctions were reported, patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.